Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the patient was short winded, endured moderate or severe headaches which was alleviated by pain medication (prescribed for headaches) and leg pain for a few days. Also, the patient added that she was experiencing "pain at port site" (on right side of body). The patient was hospitalized due to these symptoms. This is a continuous infusion. The set flow rate and volume delivered are unknown.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.